Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number were reported. Therefore a device history could not be done.

Event description:
It was reported that during an unknown procedure that the clips ¿were crossing over themselves and not clipping the tissue that needed to be clipped¿. Another like device was used to complete the procedure. There were no adverse consequences for the patient.